Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 4 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed the same day. According to the complainant, during the procedure, the pt bled from biopsy site. A clip was placed to stop the bleeding. The procedure was completed with a different device (product and manufacturer unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
These codes were selected by the MFR based upon info obtained from the user facility. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received from the site, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist against the specified lot. A labeling review was performed and no anomaly was found.